Event description:
Olympus customer representative (rep.) Reported with an issue of "fiber caught fire". According to the reporter, customer used the laser fiber (150 micron) and was found to have caught fire. The customer was able to remove (extinguished) the fire by spraying water on the unit. The rep. Advised that was not recommended however, it was a reaction from the customer due to a fire. The reporter stated, customer tried another 150 micron laser fiber , however, it would not work, until a 200 micron fiber was used. The laser fiber 200 micron worked with no issues. The intended laser lithotripsy (therapeutic procedure ) was completed using the laser fiber 200 micron with no patient harm or injury reported. No user injury reported due to the event. This event includes three (3) reports: report with patient identifier (B)(6) (1 of 2 fiber) (laser fiber 150 micron model tfl-fbx150bs lot kr146537). Report with patient identifier (B)(6) (2 of 2 fiber) (laser fiber 150 micron model tfl-fbx150bs lot kr146537). Report with patient identifier (B)(6) laser system model tfl-pls unknown serial number. This report is for report with patient identifier (B)(6) (1 of 2 fiber) (laser fiber 150 micron model tfl-fbx150bs lot kr146537).

Manufacturer narrative:
In a follow up communication with the customer, it was conveyed that the laser system (generator) used with the device was inspected by an olympus field service engineer (fse) and an onsite fse on (B)(6) 2022. According to the customer, there are no issues found, no damage observed on the laser system (generator). The customer does not know the serial number of the laser system and therefore not able to be provided. The customer in addition, stated that the two fibers were handed over to the facility representative and does not know the status of the return. No further information provided. To date, the subject device has not yet been received for evaluation. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the fiber for this complaint was not returned for analysis and the root or probable cause cannot be specified. Olympus will continue to monitor field performance for this device.